Event description:
A purchasing agent reported a patient with an unexpected refractive outcome following an intraocular lens (iol) implant procedure. The lens was exchanged three weeks later for another iol. In a follow up, the surgeon reported the initial lens was exchanged due to a myopic outcome. The surgeon reported the iol did not cause or contribute to the event. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).